Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty band, the band was explanted and replaced with an unknown device. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that there was restriction of the mitral posterior leaflet and the anterior leaflet was very elongated and thickened. The physician felt it was worth an initial attempt to repair the valve with the 34mm annuloplasty band. After the band was placed a ruptured cord in the anterior leaflet was discovered. The surgeon ultimately elected to explant the annuloplasty band and replace the valve with a non-medtronic bioprosthetic valve due to residual regurgitation. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.